Event description:
Physician reported "chronic inflammatory process with histiocytic and gigantocellular reaction to silicone in a hyalinized conjunctival capsule", "discomfort and deformities¿, ¿device presented rupture and exposure of its internal material, causing chronic inflammation of the breasts", "the prostheses used were removed from the market because they are associated with the incidence of a specific type of cancer¿, "integral left breast implant, however with bleeding of silicone, with no identifiable break point", and "severe moral and unmistakable material damage". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.5 , b.6 , b.7, d.6, g.3, h.6. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade iii on left side, device has been explanted. Calcification, "pain, hardening, loss of initial shape" and fluid accumulation was later reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade iii on left side, device remains implanted.